Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive an reloaded software. The system operates as intended.

Event description:
The fse reported that images with the correct name on them are sometimes stored in the wrong file. There is no report of patient injury or death.